Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced prolonged hyperglycemia following a supply change, with fingerstick glucose values over 500 mg/dl initially and subsequently around 420 mg/dl, prompting additional troubleshooting that included site-only changes, confirmation of insulin flow and drops with a contact detach steel infusion set, and a full supply change; glucose later trended down and returned to range. Symptoms included hyperglycemia without reported ketone symptoms. Outcomes included no hospitalization. Investigation included troubleshooting and education with guided site and supply changes and confirmation that no abnormalities were observed in the infusion set or cartridge during the follow-up change. Investigation of this case revealed no device malfunction or component defect identified and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.